Event description:
A mitek sales representative reported that the ceramic tip of the side effect electrode broke during use. The surgeon removed all the broken pieces and used another same like device to complete the procedure. There were no adverse effects to the pt.